Event description:
It was reported that the during the implant procedure, while the implantable cardioverter defibrillator was still in the box, it was found to be in back-up operation. Upon interrogation of the device the charge time was 15.6 seconds on (B)(6) 2018, manual capacitor maintenance was performed and charge time was 7.5 seconds. Programmer screen noted device reversion. The device was not used, another device was implanted and the procedure was completed with no adverse consequence to patient. The patient was stable.

Manufacturer narrative:
The device was not in backup vvi mode when received. Device was tested on the bench and no anomaly was detected. However, review of the device image showed an entry for unknown reset. The cause of the reset could not be conclusively determined.